Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds days following implant. Approximately three weeks after implant, an rv lead revision occurred due to high thresholds. Satisfactory numbers were noted after the revision, and the rv lead remains in use. No patient complications have been reported as a result of this event.